Manufacturer narrative:
B5. Additional information: on 29-jun-2021 the lens was exchanged with a shorter lens. The problem was resolved. Claim# (B)(4).

Manufacturer narrative:
Weight: unk, ethnicity: unk, race: unk. This product is manufactured in the u.s. But not marketed in the u.s.. (B)(4). Claim# (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vtich13.2 implantable collamer lens, +8.5/+3.5/086 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2021. The surgeon reports excessive vault. The cause of the event is reported as unknown.